Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called to report high blood glucose readings and believed the device may have malfunctioned. The customer's blood glucose reading on (B)(6) 2017 was 600 mg/dl and treated with the insulin pump, and the reading came down. On (B)(6) 2017 the customer received an alarm to change the site and alarmed low reservoir, and the customer's blood glucose reading was 400 mg/dl and treated with the insulin pump. The customer's blood glucose reading would not go down after continuously treating with the insulin pump. So she treated with manual injections until the reading went down to 249 mg/dl. Customer stated the meter did not register with the insulin pump. Customer stated at 3am she woke up and treated with the insulin pump, but when she woke up at 4am, her blood glucose reading was 66 mg/dl and treated with glucerna. Eventually her blood glucose reading went up to 535 mg/dl. The customer's blood glucose reading during the call was 288 mg/dl; customer advised she felt fine to troubleshoot. The customer performed troubleshooting and was advised to change their entire set when she could. Nothing was replaced or returned.